Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code displayed) was isolated to an open black pulse wire in the trunk cable. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was displaying a service code.